Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level as a result of this issue. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while instructed to call back if the issue reappears.